Event description:
While at the philips repair bench for evaluation and repair of a different, unrelated issue, the bench found that the device would not power on when powered by ac power only. There was no customer allegation of this problem. There was no patient involvement.

Manufacturer narrative:
Added code for results as it was missing from the initial.